Event description:
It was reported to philips that fluoroscopy was not possible due to intermittent x-ray generation issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service ordered parts and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).